Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced alternating hyperglycemia and hypoglycemia after disconnecting for a shower and forgetting to reconnect, resulting in glucose levels over 400 mg/dl, followed by a device-delivered correction and subsequent overtreatment of a low with candy and cake, creating a cycle of highs and lows; the user was using a contact detach infusion set and a dexcom g7, and troubleshooting and education were provided on meal spacing, consistent meals during learning, the 15-15 rule, and limiting snacks. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact on daily activities without medical intervention, hospitalization, or assistance. Investigation included user interview, review of device use and therapy history, and assessment of infusion set management and carbohydrate treatment practices. Investigation of this case revealed user management issues including prolonged disconnection, subsequent large corrective action by the system per design, and excessive carbohydrate intake for hypoglycemia, with no malfunction of the pump, infusion set, or cgm indicated. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors during the learning phase and inadequate hypoglycemia treatment practices.